Event description:
It was reported the walker frame hardware broke during use. The walker alleged the collapsed, causing the patient to fall and injury her ankle. The patient reportedly compounded a pre-existing injury to her left ankle and was treated by her physician. The details regarding the severity and treatment of the patient's injury were not provided.